Manufacturer narrative:
B5: additional information. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported cardiogenic shock and patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The outcome was not considered device or therapy related and the device operated as expected.

Event description:
It was reported that the patient passed away due to cardiogenic shock. Whether the outcome was device or therapy related was not provided.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.